Event description:
In 2005, the lay patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high with blood and control solution. The medical affairs specialist sent a letter to the patient, as she could not be reached by phone. The patient obtained blood glucose results of 90, 130 and 191 mg/dl on the reported meter within 10 minutes of each other. A result of 90 mg/dl was obtained on another device within 10 minutes of the reported meter results. The patient also obtained a failing control solution test result of 143 mg/dl on the reported meter. The patient was unable/unwilling to answer whether she had symptoms of high or low blood glucose level at the time of concern. The patient did not know if she should eat food or take medication. She received treatment advice from a medical professional; the advice received was not provided. The customer service agent (csa) confirmed that the test strips were in good condition, were not expired, and had been stored properly. The code on the meter matched the test strip code and the control solution was not expired. The csa walked the pt through two consecutive control solution tests; one test failed and one test passed specifications. The control solution and test strips were replaced.